Manufacturer narrative:
**UDI related data quality updates only**. Corrected information for supplemental medwatch report 001 ¿. Section d4, model #, of the initial medwatch report stated: prt-01184-000. Section d4, model #, of the initial medwatch report should have stated: v+c+s+n+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it continuously rebooting by itself was not duplicated or confirmed. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec that the device began to continuously reboot by itself during use. There was patient involvement associated with the reported event. There was no patient harm as a result of the reported issue.